Event description:
Bolt on left hand wheel came out and chair fell on top of client. Both castors replaced

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occured in (B)(6).